Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a previous history of a very serious neuromuscular disease; prolonged exposure to carcinogenic chemical compounds from the foam used in trilogy device. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The report was received in as an allegation of patient harm but will be reported as a product problem as no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable. Also, thus far testing of the sound abatement foam has shown no evidence to suggest possible exposure to foam vocs/particulates would result in any serious harms or death.